Event description:
It was reported that the customer stated the cuff was leaking. No additional information.

Event description:
Additional information received: no additional information could be provided.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A product sample was received for evaluation and was forwarded to the supplier for analysis. Visual/functional testing and root cause analysis are in progress. Should additional information be returned pertinent to the investigation, a supplemental report will be filed.